Event description:
At the first inflation, the balloon was inflated to 8 atmospheres (atm) for 15 seconds. At the second inflation, it was noticed that the contrast media leaked. The physician stopped using the catheter. The ballooning was aborted.

Manufacturer narrative:
The burst pressure for the angiosculpt device was not reported. It is unk if the device ruptured above the rated burst pressure (rbp) of 20 atm. As a conservative measure, an MDR is being submitted in abundance of caution. The angioculpt device was not returned by the hospital, thus unable to evaluate device.